Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that when they go in a pool they can't swim. They stated that the sudden pressure of the pool makes them feel like they were getting electrocuted. The patient¿s whole body freezes and they can't do anything because the stimulation is so intense. The patient stated that it feels like they have zero weight. Troubleshooting done prior to the call was the patient shuts off their stimulation if they swim. The event date was asked but was unknown but stated its been occurring for about four years. No further complications were reported/anticipated.